Event description:
It was reported when an asymptomatic patient presented during follow-up, post-paced t-wave oversensing was observed on the ventricular channel. The device was reprogrammed. Subsequently, a remote transmission was received for non-sustained lead noise alert. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.